Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer observed unexpected wrist motion of a medium-large clip applier instrument while closing the instrument's jaws. As a result, the cystic duct tore. Additional clips were able to be applied to resolve the issue. The surgeon reported this event to an intuitive surgical, inc. (Isi) clinical development engineer (cde) at a conference. The event date and specific procedure information were not provided. The reported event is an issue that the surgeon indicated has reoccurred in da vinci related procedures.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and complication cannot be determined. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by isi cde. Per the isi cde, the following additional information was provided: from this video, a medium-large clip applier instrument is being used to apply a clip to the cystic duct. Upon successfully applying the clip, the surgeon appears to close the instrument jaws and they move to the right. This is repeated four times and the instrument jaws behave similarly each time. The alleged tear of the cystic duct due to the unexpected motion is not observed in this video. .